Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high defibrillation impedance. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Lead impedance could not be tested due to the condition of the lead, as received. A failure event was observed unrelated to the reported event. Visual inspection of the lead found an external insulation abrasion breaching the optim sheath consistent with friction to suture sleeve. The silicone beneath was intact in this region. The cause of the external insulation abrasion is consistent with friction to suture sleeve.